Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 29-JUN-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 pocket was failed. A field service engineer (FSE) found that main enhanced full height drawer 4 was not remaining closed. The FSE replaced the latch inseparable, which resolved the issue. The FSE also inspected and reseated all cable connections, checked all slide bumpers, and cleaned the drawer. After completing these actions, the drawer operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES the drawer 2.1 pocket was failed. Customer tried to reboot and recover the drawer, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.